Event description:
The customer reported that while the unit was in use on a pt they had to replace two helium tanks within a 24 hr time period. Therapy on a pt was continued. No pt injury was reported.